Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited and the insulation was abraded. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found clavicular crush damage at 24.3 cm - 24.6 cm from the connector pin. Both insulations were damaged and all five filars of the outer coil were fractured in the same region. This could have contributed to the noise problem in the field.